Event description:
Vent alarming, patient up in chair, trach pulled out, patient's face and neck on left side beginning to swell indicating subcutaneous empysema. Rapid response called, rt removed trach & bag mask, new trach placed. CPR initiated by acls nurse - performed approximately 30 seconds when defib pads applied - CPR stopped, showed sinus tach on monitor.

Event description:
Reportedly, the embolectomy catheter ruptured in the patient's vessel and they were unable to retrieve the balloon material. Likely retention of stripped off latex balloon membrane in patient's peroneal artery. No immediate adverse outcome.

Manufacturer narrative:
Evaluation summary: the reported defect could not be confirmed for balloon rupture. The evaluation included visually examine and note any observed abnormalities such as damaged, incorrect or missing components; contamination; or improper labeling. Visually inspect the balloon and balloon windings/bonds for indication of damage or abnormality. The catheter balloon and coil tip were received damaged. The balloon appears torn in the central area of the latex, the coil wire has been stretched and the proximal windings and distal section of the torn latex are missing from the catheter and were not returned. The coil wire is not broken, there is no missing wire. There is no evidence of a manufacturing defect.

Manufacturer narrative:
Cross reference submission: 2015691-2010-13758.